Manufacturer narrative:
Additional information was received from reporter stating that multiple instruments broke during the same procedure ( case: (B)(4) and those devices were reported under different cases numbers. Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting in only one case. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported that during surgery the meta-tan lag screw driver broke during use inside the patient. No delay reported. The procedure was finished changing in surgical technique.